Event description:
A report was received that the patient was experiencing burning sensation at the ipg site whenever stimulation was on. The patient will undergo a revision procedure wherein the ipg will be explanted.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site whenever stimulation was on. The patient will undergo a revision procedure wherein the ipg will be explanted.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure of the ipg. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
(B)(4) .